Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation

Event description:
The customer does not feel the system alarm activated properly. A patient death occurred during this alleged incident.

Manufacturer narrative:
A philips field service engineer (fse) went onsite to pull audit logs. The fse confirmed that he saw where alarms were acknowledged at each of the given timeframes. The fse set parameters on the monitor and was able to get monitor in question to alarm. A good faith effort (gfe) conducted asking the fse to clarify if there was an issue with the monitor not alarming or the central not alarming? The fse informed that "customer stated that nursing staff stated the issue was at the monitor." Based on the information available, testing conducted, and log analysis by the fse it has been concluded that the patient information center ix worked and alarmed as expected, the cause of the reported problem was the user silencing/acknowledging the alarms. The reported problem was not confirmed. The engineer provided his analysis findings. The device was confirmed to be operating per specifications, no failure was identified and the device did not cause or contribute to the patient¿s death. It is evident from the aforementioned investigations that the alarms were silenced in the room during the times in question. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This supplemental report is submitted with reference to manufacturer's report 1218950-2023-00649 for correction of the date of death.